Manufacturer narrative:
Investigation. The pe-insert as well as the metal ball head has been analysed visually and microscopically. Metal ball head - nj128k. On the outer surface as well as on the chamfer of the metal ball head, a multitude of scratches and damages can be found, it can not be decided clearly whether these damages occurred during/after the implantation, or during/after the revision surgery. Pe-insert - nv301e. On the outer surface of the pe-insert, partial damage and scratches of erratic appearance can be found. A conspicuous dent can be found above the shoulder, probably caused by the bore hole on the plasmacup metal shell. This indicates that high forces were applied to the pe-insert during or after the implantation. The taper is worn/scratched over the whole circumference. This may indicate that the insert rotated within the metal shell. Furthermore the shoulder is partially damaged. Additionally the inner surface shows scratches/damages too. It can not be decided clearly whether these damages occurred during/after the implantation, or during/after the revision surgery. Batch history review. The device history records have been checked for the available lot numbers and found to be according to the specification valid at the time of production. There is no indication for a material defect of a manufacturing failure. No further complaints registered against the same lot numbers. Conclusion and root cause. The failure is most probably usage related. Rationale. On the basis of the provided information and after the investigation, there is no indication for a material defect or manufacturing error. The pe-insert as well as the meal ball head are showing several damages which occurred after the distribution. Both components are worn. It remains unknown what ultimately caused the luxation. It is possible that the implantation situation was inappropriate, e.g. Due to a non-optimal inclination (too flat or too steep). However, without x-ray pictures this is only an assumption. On the basis of the market surveillance and statistical analysis, there is no hint for a systematic failure. Corrective action. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product vitelene insert e 32mm post wall. A revision surgery was necessary due to dislocation 10 months postoperatively. The surgeon had attempted to reposition, but the pe liner accidentally disengaged from the plasma cup. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00802.